Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. The customer's blood gucose was 84 mg/dl. Troubleshooting was done. Explained some of the possible causes for the alarms that were found to have occurred previously with the insulin pump. Explained that it was common to receive alarms when the battery had been out of the insulin pump for a long time. The customer wanted to start the use of this particular insulin pump in case he had issues with his current insulin pump. Nothing further reported.